Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited greater than 2000 ohms impedance and sensing threshold decreased from 10 to 5 mv. A lead fracture was suspected. Programming was changed from dddr to aair. It was noted that the patient complained of pain -like burning- close to the pacemaker can.